Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and "breast abscess."

Event description:
Healthcare professional reported left side "infection" and "breast abscess". Device has been explanted.